Event description:
During the use of the device for a cardiopulmonary bypass procedure, the device stopped working. A backup device was employed for the procedure. Surgery was completed successfully, and there were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.